Event description:
It was reported, that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer's ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage and the pressure transducer test during the pre-use check. Our field service engineer investigated the issue and solved the reported problem by replacing the expiratory channel, the inspiratory and expiratory pressure transducers and the o2 gas module. The replaced parts were not returned for investigation, therefore the root cause for the reported problem could not be determined.